Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a damaged grommet and a missing set screw. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. Thy physician was unable to tighten and engage the setscrew during lead placement. The physician removed the screw driver and the setscrew remained on the tool instead of the device header. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).